Event description:
During a lead revision surgery, the surgeon had difficulty placing the new lead. The surgeon decided to replace the implant. The patient was implanted with a new advanced bionics spinal cord stimulator.